Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Manufacturer representative reported that the product was functionally fine but the battery pocket hurt and was causing discomfort so the sensor battery was replaced with an intellis battery. The sore pocket site was since the original placement. The issue was reportedly resolved. No further complications reported/anticipated.